Event description:
It was reported that the lead could not be implanted due to patient anatomy; the lead was too large. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found: the full lead was returned for analysis. Blood was noted on the distal conductor.